Event description:
Post lithotripsy for renal calculus of a total of 1500 shocks at level 7. Pt developed post-op pain and was admitted with a low hemoglobin from 12.3 to 10.9 and a CT diagnosed left subcapsular renal hematoma. Pt was discharged in 24 hours.